Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump was behind by 14 minutes. Customer's blood glucose level was 147 mg/dl. Customer was able to successfully adjust the pump time.